Event description:
The user facility reported a 69 year old male on an impella cp for acute myocardial infarction. It was reported that during use, the bedside nurse stated that the aic screen was stuck on "please wait "showing no progress after starting the de-air purge wizard. Yellow lures were disconnected and purge was flowing from the end of the purge tubing at the time. The aic was swapped but the same error occurred of ¿please wait¿ showed on the screen with no progress. They swapped back to the first aic with a new purge cassette and no further issues, purge flow running 16.1. There was no patient harm reported.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
H6: per a review of the complaint record omitted code a1301 and added a1414.

Manufacturer narrative:
Corrected information was provided in e4. Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d4. Upon review, the catalog has been updated. Updated h3 to ¿yes¿ as the device was received and evaluated. H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. The cause of the priming problem was a defective rfid chip in the purge cassette. The chip was unable to be read which caused the consoles to be unable to undergo de-air as they could not detect the presence of a purge cassette.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of the investigation, a supplemental report will be filed.